Event description:
A caller reported a pump malfunction, which was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they understood.